Event description:
It was reported the asymptomatic patient presented remotely. Upon review of transmission, it was observed the right ventricular (rv) lead was oversensing noise. Reprogramming was done on the rv lead. Patient was stable.